Manufacturer narrative:
The manufacturer received information regarding a rep dreamstation auto CPAP with alleging nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma, inflammatory response, lung disease, reduced cardiopulmonary reserve, cancer, and death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings wasn't observed the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code grid. Evaluation results code grid. Conclusion code grid has been updated. Remedial action init (rfb) and recall (z) number (rfb) has been corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma, inflammatory response, lung disease, reduced cardiopulmonary reserve, cancer, and death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.